Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient underwent the procedure under local anesthesia. Angiography confirmed stenosis of the left internal carotid artery. An 8f guiding catheter was positioned at the internal carotid artery ostium. An ez filterwire was advanced across the lesion, followed by pre-dilation using a 5.0 mm x 30 mm x 135 cm (4f) sterling balloon catheter. A 7 x 40 mm carotid artery stent was then deployed. During the procedure, contrast leakage from the balloon was observed, and a defect was identified. The balloon was removed and replaced with a new 5.0 mm x 30 mm balloon. The procedure was completed without further issues. Post-procedure angiography showed satisfactory results. The patient was stable and transferred to the ward. There were no patient complications as a result of this event.